Event description:
Procedure: appendectomy. Reportedly, post operative hematoma occurred. Pt experienced pain and abdominal distention. Pt was brought back to the o.r. Approx 12 hours after the original procedure for evaluation of clots and ligation of appendic artery. Ebl 550cc.